Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 15 mg/dl. The customer was treated lows with glucose tablets. Customer's current blood glucose value was 97 mg/dl. Customer stated that the drive support cap was normal. The customer performed displacement test and it did passed. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.